Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations found the primary failure of the thermal damage to the bipolar yaw pulley to be related to the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. Failure analysis found the conductor wire and its insulation were not damaged. The instrument passed the electrical continuity and energy delivery tests.

Event description:
It was reported that during central processing, the customer noted that there was a black spot on the fenestrated bipolar forceps (fbf) instrument that would not come off, and might be burned. There was no report of patient involvement. No information was given from the operating room (or) about any concerns about the instrument during surgery.